Event description:
Customer reportedly received results of 190 mg/dl and 99 mg/dl within 10 minutes on the compact system. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products and therapy dates:lisinopril 20mg once daily - for yearswarfarin 7mg once daily - for yearsmethotrexate 6-2.5mg/fridays - for years